Manufacturer narrative:
Unit was received with operational currents within specification and passed self-test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm noted during testing. Unit was received with cracked retainer and reservoir tube lip. The p-cap / reservoir locked in place properly. No missing retainer and reservoir tube lip o-ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had a damage. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the pump had low battery less than one week without sensor and connection with reservoir compartment was broken and ring was missing. The insulin pump will not be returned for analysis.